Event description:
It was reported that during an angioplasty stenting treatment procedure, stent damage occurred. The calcified lesion being treated was located in the distal segment of the right coronary artery. It was not possible to cross the lesion with the omega coronary stent system. Stent damage was noticed. The procedure was completed with a dilatation. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).